Event description:
Report of high atrial impedance, oversensing and ventricular undersensing; x-ray showed apparent ventricular lead fracture at first rib/clavicle. Both devices were removed from service. No patient complications have been reported as a result of this event.